Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a intra-aortic balloon pump placed for coronary perfusion and cardiogenic shock with the plan to escalate to impella 5.5 to prehab patient for coronary artery bypass graft (CABG). During support a hematoma was noted at insertion site with no progression, plan to evacuate during surgery monday. Later it was reported that the patient had increasing white blood cell (up to 21 from 16) and low grade fever overnight, so CABG postponed. Some confusion over the weekend, likely combined ICU delirium, age, and lack of sleep. Hemodynamics stable, dobutamine down to 1.5. R axillary impella pocket with stable hematoma, no drainage. Going for CABG this am. Plan to keep impella in place, explore and washout axillary pocket. Slight facial droop noted, considering CT. Dobutamine also restarted. Later the patient still with right sided facial droop and mumbled speech-clinically suspicious for stroke. The pump was explanted and the patient survived.

Manufacturer narrative:
The investigation was completed and no product was returned for investigation. Hematoma: hematoma at insertion site present with no progression, plan to evacuate during surgery monday. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Stroke/ infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.